Event description:
The customer was hospitalized with dka. Customer stated that they did their own troubleshooting and the unit passed the tests, however, as soon as they connected back to the pump their bgs went high again. They did not want a replacement pump and will talk to their sales representative about upgrading to a new one.